Event description:
Customer reported the unit's extension rods were sticking. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was confirmed. It was determined that the e-clip that holds the plunger to the bellcrank assembly was missing, thus allowing two vaporizers to be turned on simultaneously. The assembly procedures were reviewed and found to be adequate. Appropriate assembly procedures were reviewed with the assembly personnel. This is considered an isolated occurrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 vaporizer operation and maintenance manual.